Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the pump case and the o-ring on the pneumatic tap, clean the area, and inspect the cartridge. After following these steps, the customer successfully reloaded the original cartridge and resumed insulin therapy.